Event description:
It was reported while using bd vacutainer® push button blood collection set, blood leaked from the non-patient end of the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as followsd.2.a medical device type: jka.d.2.b common device name: tubes, vials, systems, serum separators, blood collection.investigation summary:bd had not received samples or photos for evaluation.based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.